Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ii us mr 2.50 x 16mm stent delivery system was returned for analysis. A visual examination of the crimped stent identified proximal stent damage. Distal strut rows 1-6 were undamaged, the remainder of the struts were damaged and bunched in a distal direction. The undamaged distal crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The balloon was inflated to 18 atmospheres using a handheld encore inflation device without issue. The stent deployed without issue and the balloon was subsequently deflated in 3 seconds within the specified deflation time. A visual and tactile examination of the device revealed no issues. An examination of the shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage. There were no issues advancing the device over a 0.014¿ guidewire. The tip was visually and microscopically examined and no issues were noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion was unable to be determined. (B)(4).

Event description:
Reportable based on device analysis completed on 16-apr-2018. This device was received with no reported issues. However, returned device analysis revealed stent damage.